Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the knee procedure, the passing pin broke off in the patient's tibia. The piece couldn't be removed arthroscopically; therefore, another incision was made to remove the broken piece. A backup device was available and no serious injury was reported. There was a surgical delay greater than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 2.4x381mm drill tip passing pin, used in treatment, has not been returned for evaluation, however photographs were supplied. Examination of the photographs confirmed the reported complaint. The tip of the passing pin has broken off. An exact root cause cannot be determined with confidence with the limited clinical information provided and lack of device; however, factors that could have contributed to the reported event include: bending the passing pin during placement or drilling over a bent passing pin. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.